Event description:
It was reported that during a medical study on a pig, the wedge pressure balloon did not inflate at pretest. As a result, the study was postponed. Another wedge pressure catheter was delivered the next day and the study resumed. The second wedge pressure balloon was used successfully.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.